Event description:
It was reported that 2 bd saf-t-intima¿ IV catheter safety systems experienced safety mechanism failures. The following information was provided by the initial reporter: protective sheath did not engage after the needle was retracted from the skin, putting staff and patient at risk for needle stick injury and blood and body fluid exposure.

Manufacturer narrative:
H.6. Investigation: since no photos or samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd saf-t-intima¿ IV catheter safety systems experienced safety mechanism failures. The following information was provided by the initial reporter: protective sheath did not engage after the needle was retracted from the skin, putting staff and patient at risk for needle stick injury and blood and body fluid exposure.